Event description:
It was reported that, 24 hours after the permanent implant, the patient's pain had not subsided, but was worsened as the patient had stopped using non-intrathecal medications. It was stated that the patient's infusion trial had been successful, as the patient didn't feel the pain from his amputated arm in his head; however, he could still feel "burning" in his hand. After implant, the patient's pump had been programmed to 0.12 mg, which was later increased by 25%, and eventually increased further by 30%. It was noted that the amount of pain medication being used was still less than what was used in the trial. At the time of report, the patient's pain was a 9 on a scale of 1-10 and his breakthrough pains were stated to be "from 12 to 15". These pains would last anywhere from an hour and a half to four hours. The pain was so bad that the patient wasn't able to be active and thus gained a lot of weight, becoming diabetic, once hitting (B)(6). The patient had no medications to take for dealing with breakthrough pains. Formerly, the patient tried using his stimulator to deal with the pain. The patient was formerly using the following medications on a daily basis to treat the pain: 300 mcg of fentanyl patches, up to 50 mg of morphine, 50 mg of methadone, 120 mg of oxycontin, a time-release morphine called kadian, and 40 mg of dilaudid with one injection every day. It was reported that the patient had been dismissed from his managing physician's care. It was stated that the patient now had another piece of equipment in his body that "doesn't even work", which seemed to reference the pump. Going forward, the patient was attempting to find a new managing physician that would give him a patient programming device to help manage his pain. The drug used in this system was morphine.

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type: programmer, patient; product ID 8780, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).